Manufacturer narrative:
Date of event is estimated. A4 - weight estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000142217. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on one lead. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue. It is unknown which lead had the high impedances.